Event description:
A malfunction alarm was reported by the customer, specifically identified as malfunction code 12 on the tandem pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Consequently, tandem technical support decided to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and to return the faulty pump with a prepaid label after putting it into storage mode, which the customer understood and acknowledged.